Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that food was leaking from the set at point of connection to nastrogastric (ng) tube. The patient was lying during the feed and the issue was observed during night time. The tube was checked for kinking. The customer further stated that the feed only regime set to 40mls/ hr. The feed was leaking out at connection to nastrogastric tube repeatedly. The problem occurred several times despite changing sets and the nastrogastric tube. The feed being used was nurticia nutini food. No medication has been administered at the time of the incident. There was no patient harm reported.